Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs received. Visual evaluation of the provided photos found the product has been opened by the customer. A hair like debris was found. The product was used to complete the procedure. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as review of the provided photos found the product has been opened by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported there was a hair inside the sterile package. The product was used as is. The hair was discarded. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the implant was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.